Event description:
The following was reported by (B)(6) to stryker field service: a cot partially dropped (the emt caught the cot to prevent it from dropping to the lowest level). (B)(6) technician examined the cot and reports that the four bolts under the bumper, that connect the litter to the base, were missing. There was patient involvement, however, no adverse consequences have been reported.